Manufacturer narrative:
This supplemental report is being submitted to provide the additional information from the customer. Updated fields: b5, h2, h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received form the customer: event occurred during testing at the end of day. There were no patients in the procedure room. No harm or injuries to any persons due to the event. The xenon light source (clv-190) was on the cart, which is what exploded as soon as the xenon light source (clv-190) was turned on. The explosion was an electrical flash of light. There were no flames nor fire. There was smell of burnt plastic/dust, and the resulting blast cause the electrical breaker to trip. Xenon light source (clv-190) was immediately isolated and sent to olympus for evaluation and repair.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had an explosion and a burning smell. The issue was identified during an inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.